Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device was sent down for not rewarming a patient, while they were troubleshooting, noticed that during the functional check the device was heating and cooling fine, but the bypass flow rate was not reaching a minimum of 1.5 lpm like it stated in the service manual, coming back for service under the service warranty. Per sample evaluation results on (B)(6) 2024, it was reported that white powdery residue found around the o-ring sealing of the pressure transducer.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device was sent down for not rewarming a patient, while they were troubleshooting, noticed that during the functional check the device was heating and cooling fine, but the bypass flow rate was not reaching a minimum of 1.5 lpm like it stated in the service manual, coming back for service under the service warranty. Per sample evaluation results on (B)(6) 2024, it was reported that white powdery residue found around the o-ring sealing of the pressure transducer.